Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) caucasian male paramedic reporting on self from the united states. The medical history included unspecified heart disorder, high blood pressure, abnormal blood cholesterol, diabetes and allergy to adhesives. The concomitant medications included rivaroxaban daily for anticoagulant- heart condition for approximately a year. On (B)(6) 2013, before going to bed, the consumer started using (B)(6) brand adhesive bandages clear water block plus, cutaneously one bandage at a time to cover a cut on left forearm and for wound protection (lot number and expiration date unspecified). On the next morning, he noticed redness and swelling on his forearm and he experienced itching. He also noticed an outline of the bandage on the skin of his forearm. He went to the doctor who advised him to go to an emergency room to get an unspecified intravenous (IV) treatment, but he did not go. The event was treated by an unspecified antibiotic. He stated that the area on his forearm was recovering from the event and swelling subsided. He experienced similar events in the past with an unspecified adhesives and dissolving sutures. He also mentioned that the events were not related to the device. After twelve days, the use of the device was discontinued. The events were resolving. The report was assessed as serious (medically significant). The company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 11-nov-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) caucasian male paramedic reporting on self from the (B)(6). The medical history included unspecified heart disorder, high blood pressure, abnormal blood cholesterol, diabetes and allergy to adhesives. The concomitant medications included rivaroxaban daily for anticoagulant- heart condition for approximately a year. On (B)(6) 2013, before going to bed, the consumer started using band-aid brand adhesive bandages clear water block plus, cutaneously one bandage at a time to cover a cut on left forearm and for wound protection (lot number and expiration date unspecified). On the next morning, he noticed redness and swelling on his forearm and he experienced itching. He also noticed an outline of the bandage on the skin of his forearm. He went to the doctor who advised him to go to an emergency room to get an unspecified intravenous (IV) treatment, but he did not go. The event was treated by an unspecified antibiotic. He stated that the area on his forearm was recovering from the event and swelling subsided. He experienced similar events in the past with an unspecified adhesives and dissolving sutures. He also mentioned that the events were not related to the device. After twelve days, the use of the device was discontinued. The events were resolving. The report was assessed as serious (medically significant). The company causality was assessed as related. Additional information received on 23-oct-2013: a review of the complaint data revealed no significant adverse trends. Since a valid lot number was not provided, no further investigation could be carried out. The complaint could not be confirmed based on an acceptable site review and no adverse trends. Root cause and disposition were undetermined. Complaint trends would continue to be monitored. This report remains serious (medically significant).